Manufacturer narrative:
Continuation of d10: product ID: 203cx, product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The case continued and then a system notice was received indicating that the system detected a software error and stopped the injection. It was also reported that there was blood in the connection between the coaxial umbilical cable and balloon catheter. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files and the 2af284 balloon catheter with lot number 12005 were returned and analyzed. The patient file showed one application was performed using catheter number one identified as a 2af284 balloon catheter with lot number 12005 and that eleven applications were performed using catheter number two identified as a 2af284 balloon catheter with lot number 11914. The patient file showed system notice 50008 (the system has detected a software error and stopped the injection) during inflation at application number two. The failure file was not received. The balloon catheter was visually inspected and functionally tested. External visual inspection of the balloon, shaft, and handle segments was performed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. During inspection of the handle segment, blood was observed inside handle. In conclusion, the reported issue of "visible blood" and system notice 50008 were confirmed through testing and the balloon catheter failed the returned product inspection due to outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.